Manufacturer narrative:
Evaluation summary: the turbohawk was received inserted a cutter driver. The handle body was separated from the slide cover and an approximate 45 degree bend to the torque shaft beneath the strain relief was noted. The handle body and slide cover were able to be reattached. The distal assembly was inspected and it was discovered the distal assembly fractured and separated from the turbohawk device approximately 5mm from the cutter window. The fracture face showed the coils stretched out with evidence of a ductile fracture. The proximal end of the intact guidewire tubing showed a longitudinal tear. The finger bearing was pushed forward and the cutter assembly was intact and remained connected to the drive shaft. It should be noted the portion of the distal assembly which separated from the turbohawk was not returned. The customer¿s report of prolapse and the distal assembly separating from the turbohawk has been confirmed. The retuned turbohawk showed the distal assembly was fractured and separated approximately 5mm from the cutter window. Longitudinal tearing of the guidewire tubing was noted.

Event description:
The physician intended to use the turbohawk atk to treat a cto lesion with moderate tortuosity, and calcified in the right sfa as per IFU. The vessel was not pre-dilated. It is reported that resistance was met while withdrawing the device. Fluoroscopy demonstrated that the wire had prolapsed at the distal tip of the sheath. Attempts were made to correct the prolapse but were unsuccessful. Ultimately the sheath, prolapsed portion of the wire, and device were removed from the left cf artery as a unit. It was then apparent the nosecone had separated just distal to the cutter mouth and fluoroscopy demonstrated that the distal portion of the nosecone remained in the left cf artery. A new sheath was inserted over the spider wire to seal the arteriotomy. The patient was transferred for surgical removal of the nosecone and spider wire (surgical cut down). No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.